Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported they fell couple months ago in 2021 and need an MRI, but the MRI is also for arthritis, and they blew out a disc in 2006. Patient reported one of her issue is when they had the implant done, the doctor "gouge" their backbone and since then she had pain in that area. Patient stated they will have the stimulator remove when they has the opportunity or if they need back surgery and they will never go back to that doctor. On 2022-01-21, additional information was received from a patient (pt). The reason for call was pretty soon after using their ins maybe with in a year pt had a problem with asib (understood as afib) and had a heart ablation. The ins had been more of a pain in a butt and pt was told the ins would not affect their heart rhythm and it does and pt cant get mris. Pt had given thought about having the ins removed but pt did not don't want to go back to their hcp. Pt noted they were disappointed with the ins and thinks more of the problem was with the surgeon for they took such a big divot out of their back bone that they had more problems with their back hurting than the leg pain they ever felt and pt would like to talk to medtronic representative about removing it. Pt noted the electrical circuit in their body was goofy. Ps emailed local field representatives.

Event description:
Additional information was reported that the patient is complaining of back pain radiating into her left buttock, left hip, left posterior calf. She also reports of a burning sensation in her foot and numbness in her legs. She has had this pain since her fall (B)(6) 2021. The patient has underwent multiple surgeries in the past including decompressive laminectomy, incis with discectomy lumbar, cholecystectomy, and a hernia repair. All of these were prior to the device/therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.